Manufacturer narrative:
Generator was returned for further testing, along with accessories, to service center on their RMA 834000904 on 2/24/2023. Complaint not confirmed. All returned products functioned as necessary and passed specifications. It was noted that seals on the generator were pushed in (then replaced), however, it is not believed that these seals had any impact on the functionality of the generator. Reference attached repair report for further information. According to attached IFU for a942 - mc-55-239-001 revision 3: "danger: fire / explosion hazard - do not use the bovie® derm 941/942 in the presence of flammable materials". "The sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times. When using electrosurgery in the same room with any of these substances or gases, prevent their accumulation or pooling under surgical drapes, or within the area where electrosurgery is performed. " root cause is determined to be user error in operating the electrosurgical device very close to flammable material. Body hair/lashes are considered a flammable material. Therefore, when the bipolar became active in proximity to the eye lashes, the eye lashes became an ignition source for the burn to occur. Based on the information provided thus far, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges additionally patient involvement or information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that during homeostasis of the left eyelid ptosis surgery. The bipolar was activated and discharged from the tip. The patient's eyelashes burned due to the activation. During this procedure, the surgeon turns the eyelid inside out and shortens the eyelid muscles from the inside of the eyelid. There is possibility that the patient could have inflammation or burns over time, but there were no obvious burns confirmed immediately after the incident. The eyelid surgery was completed including suturing and the area around the left eye was treated with cooling after surgery.

Manufacturer narrative:
The customer returned a bipolar forcep that was a product manufactured by bovie medical. However, the customer returned a942 generator as it was in use during the incident. The unit is being returned for testing and possible repair. A follow up report will be submitted with the results of the generator testing. This is the first complaint recorded of its kind.